Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (20 mg/ml at 0.121 mg/day) and bupivacaine (15 mg/ml at 0.091 mg/day) from an implanted pump. The indication for use was degenerative disk disease, non-malignant pain, and chronic low back pain. On (B)(6) 2016 it was reported that the patient had not experienced withdrawal symptoms but they had missed their last refill ((B)(6) 2016) due to changing physicians. On (B)(6) 2016 the patient had their first refill appointment with their new physician. It was reported that the patient had noticed an alarm about a month ago but the patient did not have a managing physician at that time. The pump was interrogated; a low reservoir alarm had occurred and there was 0.3 ml of medication left in the pump. The pump was programmed to minimum rate. It was noted that the pump would be filled with saline next week until explant as the patient did not feel like the pump medications provided any relief. The issue was resolved and the patient was alive with no injury at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.